Manufacturer narrative:
Patient received a new waa and shocking sensation ceased. Per (B)(4), the investigation found that the settings for dose time are incorrect, dose time was set to 0 0 while the recommended setting is 2 16, meaning 2 seconds on and 16 seconds off; when the setting is 0 0 the unit interprets the settings as 1 0, meaning the device is on all the time, causing to the battery drain and become completely depleted as this setting keeps the unit transmitting constantly. As a result, the device battery was not charging due to the incorrect dose time settings which kept the device running constantly, inevitably depleting the battery. This device has been used for approximately 60 days. Since the battery was depleted, further investigation was unable to be performed to verify functionality. Based on this information, the shock/jolt was not confirmed/replicated. The mild shock felt by the patient could be electrical sensation/parasthesia. Based on the stimulator investigation questionnaire, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The DHR was reviewed during the investigation for the waa (sn: (B)(4) lot:00361-s). The cause of the shock/jolt is unknown, no problem found.

Event description:
(B)(6) 2020, patient reports experiencing a shocking sensation (customer's words: mild shocks occasionally) while activating the waa set at 1.4khz. Patient received a new waa and shocking sensation ceased.